Event description:
It was reported that during a therapeutic hysteroscopy, the resection electrode broke during use in the patient (intrauterine). The fractured fragment was retrieved using barrel forceps. The procedure was completed using a back-up device with a delay of less than 30 minutes. There were no reports of further patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. The electrode loop had broken off completely. In addition, the following reportable malfunction was identified during the device evaluation: insulation hoses were damaged due to thermal overload. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.